Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the glass/metal cap are detached and not returned; the glass cap proximal to fracture exhibits severe devitrification at the output window; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end exhibits abrasions, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, "the laser beam fired at the start of the case and the outer flow tubing was firing the laser beam instead of at the firing point" at 0 joules of use and 0 minutes. The fiber was replaced and the procedure continued using a second surgical fiber. While using the second surgical fiber, "the metal cap came off" at 2,883 joules of use and 14:15 minutes. The fiber was replaced and the procedure continued using a third surgical fiber. While using the third surgical fiber, the "fiber expired" at 231,000 joules of use and 29 minutes. The fiber was again replaced and the procedure completed using a fourth surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.